Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined data sync kept failing. A field service engineer remotely fixed repaired the med application and was able to data synch it to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system will not sync after upgrades. Customer stated that was not allow drop of data base or repair of med application and customer had to go nearby med station to retrieve medication, there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.